Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had a pus at the battery pocket site. Symptom of soreness at the pocket site was noted. Per physician, it was not device or procedure related and the cause was unknown. The patient was prescribed with antibiotics. The physician was able to remove the pus from the site and patient was doing better.